Event description:
It was reported that the right ventricular (rv) lead fractured and was capped. A revision procedure was subsequently performed, and a new fine line was placed. There were no patient symptoms. No additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).